Event description:
It was reported that the patient went to the doctor and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 299 mg/dl. The patient had abdominal pain, was dehydrated, had ketones, and was nauseous and vomiting. For treatment, the patient was given a lot of fluids and a manual injection of insulin. The patient was discharged after 35 minutes. The pod was reported to be falling off the infusion site (arm) causing the cannula to dislodge. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor visit, dislodge and bent cannula or diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.0.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.